Event description:
It has been reported to philips that there was no "ready" xray signal. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform an x-ray-ready signal and review images. Upon functional testing, fse found that ippc was not booting up. Upon troubleshooting, fse found that the atx power supply was busted. Fse replaced atx power supply, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.